Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at approximately 4:30p.m., he felt his blood glucose was low so he attempted to test using his adc blood glucose meter with incompatible test strips. Customer reported he could not get a result due to 'lot-----' appearing on the display of his meter. Customer further reported he experienced feeling dizzy and light headed, and stated he self-presented to a local hospital where a blood glucose result of 62 mg/dl was obtained at 6:45 p.m. On the hospital meter. Customer was diagnosed with hypoglycemia and administered unspecified intravenous treatment and "sweets" to recover. There was no report of death or permanent injury associated with this event.